Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that three false asystolic events were recorded by the implantable loop recorder (ilr). The patient did not have any symptoms associated with these events. The device remains in use. No patient complications have been reported as a result of this event.